Event description:
A complaint of experiencing loss of stimulation after a fall was reported. The surgeon noted a dislodged contact on the patient's x-ray. The paddle lead was explanted and replaced. The patient is reportedly doing well.